Manufacturer narrative:
Corrected data: further information was provided and reported lens was stuck in cartridge, which is no longer considered a reportable malfunction, therefore, no further information will be provided. Section h6: device code. The code provided in the initial report 1069- break is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided section b3: date of event: unknown/not provided. Section d6a: if implanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section d6b: if explanted, give date: unknown/not reported; it is unknown if the iol had any patient contact or if it was implanted. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) was defective. No further information was provided.